Manufacturer narrative:
(B)(4). Final analysis found foreign material contamination which caused a short on the canister and contributed to the reported impedance anomaly. (B)(4).

Event description:
It was reported that during an implant procedure when the leads were connected to the device and the device was interrogated low impedance measurements were noted. The device was no longer used and replaced. There were no adverse consequences to the patient.